Event description:
It was reported that the insulin pump has not been delivering insulin. Customer stated put in new set on and got no delivery. Troubleshooting was done. Customer's blood glucose was 600 mg/dl. Customer treated with manual injections. During the troubleshooting it was found the alarm was caused by set and reservoir occlusion. The customer was advised the insulin pump is working as designed. Customer requested insulin pump replacement. Customer declined to do troubleshooting for high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to manufacture report 2032227-2014-68194.